Event description:
It was reported that, a revision was done due to the pt having instability in his knee. The surgeon prepared for a ps revision but during surgery trialed a cs insert that was thicker than the cr insert he removed and was happy with the stability achieved. The femoral component and tibial baseplate and patellar implant were stable and remained in the pt's body.

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided in a supplemental report.